Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three smart coils in the target vessel using a non-penumbra microcatheter. The physician then attempted to advance another smart coil into the target vessel; however, the smart coil became stuck within its introducer sheath before entering the microcatheter. Therefore, the smart coil was removed and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.